Manufacturer narrative:
Correction: to update b6.

Event description:
It was reported that left ventricular (lv) lead failed to capture, fracture suspected but unable to see the fracture with fluoroscopy but during testing in the new generator it failed to capture and high impedance was noted. The lead was capped and replaced on (B)(6) 2026. The patient is recovering.